Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during a device upgrade, the stylet got stuck in the first lead and could not be removed. The lead was not implanted and was replaced. There were no patient health complications.